Event description:
It was reported the display is burnt per the customer. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of display burnt, however the display was broken which might have appeared burnt. It was also noted that the battery release and battery drawer were contaminated, the battery contacts were compressed, the ring bail was bent, and the keyboard was scratched. (B)(4).